Event description:
The holding bracket on the head/arm support is too short, causing the head/arm support not to engage properly in the receptacle on the tabletop. This could cause the head/arm support to fall off when moving the tabletop with the patient.